Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2020-02866. Evaluation: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device would not power up and powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.